Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm and customer experienced high blood glucose. The customer's blood glucose value was 26.2 mmol/l. Customer reports they received the open book image on the insulin pump screen. The customer reported that they did not receive other alarm prior to the critical pump error. Customer stated they saw red x arrow pointing to a book with a question mark. Customer treated with insulin injection. Customer declined troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.